Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 4 mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft was kinked at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted on (B)(6) 2013 during an esophageal stent placement procedure. According to the complainant, the indication for stent placement was to treat esophageal cancer. The patient's anatomy was reported to be tortuous. During the procedure, the endoscope was inserted into the patient, the guidewire was then advanced to the stomach. The endoscope was removed and the ultraflex esophageal stent was inserted into the patient. The physician planned to have the distal end of the stent on the outside of eg junction. However, when attempting to deploy the stent, strong resistance was encountered when the physician pulled the release suture. The stent could not be fully deployed. The partially deployed stent was removed from the patient and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted on (B)(6) 2013 during an esophageal stent placement procedure. According to the complainant, the indication for stent placement was to treat esophageal cancer. The patient's anatomy was reported to be tortuous. During the procedure, the endoscope was inserted into the patient, the guidewire was then advanced to the stomach. The endoscope was removed and the ultraflex esophageal stent was inserted into the patient. The physician planned to have the distal end of the stent on the outside of eg junction. However, when attempting to deploy the stent, strong resistance was encountered when the physician pulled the release suture. The stent could not be fully deployed. The partially deployed stent was removed from the patient and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.